Manufacturer narrative:
(B)(4). B3- event date - ja published date. D4: attempts have been made to gather all product identification information, and no further information has been provided. D10- medical product: unknown vanguard articular surface. Unknown vanguard femoral. G2- literature - journal article. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Kurina, s. J. H., j. D.; turkmani, a.; kerbel, y. E.; della valle, c. J. (2025). Comparing patient preference for highly-congruent versus cruciate-retaining inserts in bilateral knee arthroplasties. The journal of arthroplasty. 40; 2316-2319 https://doi.org/10.1016/j.arth.2025.03.074.

Event description:
It was reported in a journal article that one patient with a highly congruent knee underwent an arthroscopic reoperation for loose body removal. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2b, g1, g3, g6, h1, h2, h3, h6, h10, and h11. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.